Event description:
Customer reported the unit turned self off. Display is dark, no indication unit has been turned on. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer¿s technical services representative confirmed the reported issue. The customer replaced the defective power management printed circuit board to address the reported problem.